Event description:
It was reported that the fluid leaked in the clapped chamber at the bottom of the product¿s infusion connection. Per reporter, the event occurred at the hospital and there was no patient involvement.

Manufacturer narrative:
This file was originally incorrectly filed under registration number mrn 9617604-2025-00209. The date of that submission was 15-apr-2025. H6: neither samples nor pictures were received for the analysis of this complaint. The device history record of reported lot number: 4170271 was reviewed and it was confirmed that no non-conformities were reported during production. The quality inspection forms were reviewed, and it was observed that no defects were found, and the lot was released. Without the return of the samples, a comprehensive failure investigation cannot be performed, and a probable cause cannot be determined.